Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. However, the lead outer insulation had a depression, was melted and had environmental stress cracking. There was apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.